Manufacturer narrative:
The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl.

Event description:
Physician reported via regulatory agency "confirmed the diagnosis bia-alcl (cd30+/alk-; stage iia)." It was reported the patient was diagnosed after "breast augmentation with right prosthesis, r1 resection, status post hemi-mastectomy with complete removal of the former prosthetic cavity, flap plastic surgery, free breast transplant, preparation of lipo-flap for relining the scar". Affected side is right. The device status is unknown.